Event description:
A customer reported via phone call indicating that their insulin pump squirted insulin during manual priming. The customer also reported a no delivery alarm from the insulin pump. The customer has a blood glucose level was unknown at the time of the call. The customer declined assistance from the help line. The product was not returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.